Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the ECG cable does not fit as it has a broken pin inside. Patient involvement is unknown at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by a philips call center personnel and has been investigated by the philips complaint handling team. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. The device has not been made available to philips. Visual and functional testing could not be performed. The device remains at the customer site. No further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the reported problem and a root cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the ECG cable does not fit as it has a broken pin inside. Patient involvement is unknown, however, no direct adverse event to the patient or user was reported.